Manufacturer narrative:
(B)(4). Date sent: 11/10/2022. D4: batch # 769a63. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with anvil missing. The breakaway washer was not present, and the device was fully loaded with staples, indicating that the device had not been fired. However, when the battery was installed, the green checkmark illuminated indicated that the device was not reset. No functional test was performed in order to preserve evidence. This defect has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a robot assisted high anterior resection, the device could not be fired. The indicator was within the green range. The electric knife was not used. There is a possibility that the surgeon fired in mistake, but he commented that if he fired in mistake, he would notice. The device was used between colon and rectum. The anvil of the device in question was placed as it was, and another device was used, and reinforced the anastomose site to complete the case. There was no problem in leak test. There was no change in the procedure due to this event. There were no adverse consequences to the patient. The patient is stable after the operation. No further information is available.